Event description:
This case is cross referenced with case: (B)(4) (cluster) this unsolicited case from united states was received on 16-nov-2017 from other non-health care professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after an unknown latency had decrease mobility, inability to bear weight, severe swelling and pain. Also device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rls021 and expiration date: 31-may-2020) for osteoarthritis knee pain. It was reported that the injection was given suprapatellar pouch in right knee. On an unknown date in (B)(6) 2017, after unknown latency, patient had severe swelling, pain, decrease mobility, inability to bear weight. Corrective treatment: unspecified intervention for all events. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criterion: required intervention for all events additional information was received on 17-nov-2017 from the non-healthcare professional. Related case ids were added. Additional information was received on 22-nov-2017. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 22-nov-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced weight bearing difficulty, mobility decreased, right knee swelling, and right knee pain. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after an unknown latency had decrease mobility, inability to bear weight, severe swelling and pain no relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rls021 and expiration date: 31-may-2020) for osteoarthritis knee pain. It was reported that the injection was given suprapatellar pouch in right knee. On an unknown date in (B)(6) 2017, after unknown latency, patient had severe swelling, pain, decrease mobility, inability to bear weight. Corrective treatment: unspecified intervention for all events. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all events pharmacovigilance comment: sanofi company comment dated 23-nov-2017: this case concerns a male patient who received synvisc one injection and later experienced weight bearing difficulty and decreased mobility for which intevention was required to prevent impairment. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.